Event description:
A 37-yr-old female experienced pain, especially at the area of the left breast medial quadrant status post bilateral mastectomy with breast reconstruction using silicone breast implants. Bilateral implant removal with right capsulectomy was performed on 6/30/93. The right breast implant was totally rutpured. Invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.